Event description:
It was reported during a preventive maintenance (pm) performed by a getinge field service engineer (fse), that the upper display of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched for a scheduled preventative maintenance (pm) service and found that the upper display was damaged. The fse resolved the reported issue by replacing the top display lcd assembly. Additionally, the fse installed a pair of new batteries. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported during a preventive maintenance (pm) performed by a getinge field service engineer (fse), that the upper display of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event reported.